Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient's por message was not determined. The patient stated it wasn't dropped, bumped, and did not go dead. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's therapy has stopped due to a power on reset (por). The patient stated it had been a long time since they used their device. The por message was not related to a low battery because the patient keeps their ins charged. There were no falls, trauma, or emi that could be related to this event. The por was informational. The patient was able to clear the por message and resume their therapy. The issue was resolved. The patient thinks this issue occurred on saturday ((B)(6) 2019). No further complications were reported. No additional patient symptoms were reported.